Event description:
Unable to zero the inflation device, dial stopped at 3 atmospheres (atm) and would not go to zero. The catheterization department switched the patient to another device. There was no patient harm.======================manufacturer response for braun inflation device, (brand not provided) (per site reporter).======================no response at this time.what was the original intended procedure?used to measure pressure of contrast or saline.device #1is this a laboratory device or laboratory test?no.